Event description:
It was reported that drivers were in need for the removal of abc and abc 2 plates. Additional information was requested but not provided. This report is filed under ais reference (B)(4).